Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified common iliac artery. A 8.0mmx20mmx135cm sterling balloon catheter was advanced for dilation. However, on initial inflation at 12 atmospheres for 12 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient status was good.